Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 11.16.2016 it was reported to k2m, inc. That a surgery took place in which the surgery time was extended by 25% due to screw not functioning as intended. Surgery took place on (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was reported to k2m, inc. That the screws' tabs splayed open several times during screw insertion, due to over-threading the inserters, and that the tabs on one of the screws broke prematurely during final tightening of the set screw. While the tabs can break under outward, splaying forces and torsional loads, we could not replicate this incident by over -tightening the inserter, or by tightening the set screw. Therefore no root cause could be determined. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Insitu.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which the surgery time was extended by 25% due to screw not functioning as intended. Surgery took place on (B)(6) 2016.